Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 2-3mm inaccuracy posterior. The inaccuracy was verified with all instruments. The patient was re-registered and more depth was collected in the trace, however, results remained the same. It was noted that the surgeon brought the monitor close (behind the emitter). The change error metric in emitter details, for the tracer probe, went from 0.7 to1.1 when the monitor was brought near the surgeon. Further trouble-shooting did not resolve the issue. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Software investigation has not been completed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction to the serial number provided.a review of the software archive found that the reported event was related to tracer registration technique on a patient with loose skin. There was no problem identified with the software. The software has alternate registration options available.